Event description:
It was reported that the tip of the unit fell off into the patient's knee. The tip was removed and an x-ray was taken to ensure that no foreign particles were left in the patient's knee. The x-ray caused a 10 minute delay.

Event description:
It was reported that the tip of the unit fell off into the patient's knee. The tip was removed and an x-ray was taken to ensure that no foreign particles were left in the patient's knee. The x-ray caused a 10 minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The detached electrode was returned with the unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have been identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A (B)(4) inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, according to the returned unit¿s evaluation, it is evident that the condition was observed after use during surgery since it seems that the unit was extensively used during surgery. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. If the probe is delivered to the customer with a damage on the tip, then the unit must be discarded before use. The wear marks observed as well as the fact that the lumen¿s ceramic cavity was slightly bent to the left is indicative that the device could have been used to displace bone, that excessive torque forces were applied or that the unit could have been scrapped against a rigid object which resulted in the reported damage of the tip. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. According to the wear marks observed and the bent lumen, it is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in damage to the tip of the probe. In sum, the unit was returned and the failure mode was confirmed.